Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during functional testing and archive review. The reported complaint the driveshaft won`t turn was confirmed during functional testing. The root cause for the ua45 error was due to the driveshaft not being at the "home position." Ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder shaft and shaft lock pin where damaged, and prevented the driveshaft from making a complete turn back to home position. The root cause for the reported complaints was a failure of the integrated encoder gearbox and shaft lock pin. A review of the archive data showed ua45 errors, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua45 displayed upon powering on, thus confirming the reported complaint. The complaint that the driveshaft will not turn was also confirmed. The integrated encoder gearbox and shaft lock pin were replaced to remedy the reported complaints. As a precaution, the clutch plate and gaskets were also replaced. During servicing, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
During shift check, the customer reported the autopulse platform (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer tried to troubleshoot the error message, however the driveshaft won`t rotate and will only turn halfway, never reaching the home position. No patient involvement.